Event description:
"The mayfield skull clamp was placed and tightened to 60 pounds of pressure-patient was positoned prone and before staff could attach mayfield clamp to table, pressure suddenly released causing laceration to patient's scalp". The injury was 5 cm in length and was located at the lateral occipital. 3 galeal stitches and 8 staples were used to close the laceration.